Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) replaced the sample probe and completed corresponding adjustments. The water level for the incubation bath was adjusted, and the fse verified the water resistivity and checked the pump pressure. The cuvettes were replaced, the fse cleaned the sample rinse station channel, the gear pump reducer, and the black tank filter. They also completed system checks by performing an air purge, mechanical check, photometric check, and cuvette blank measurement. The presence of salt was seen in the chamber, adjustments were made to the washing area parameters, and corrective cleaning of the affected chamber was completed. Precision checks with patient samples were completed, and confirmed that the results were consistent. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas c 303 analytical unit for multiple patients. Results were provided for one patient that is a reportable malfunction. The patient's initial result was 79.4 u/l, and the repeat result on (B)(6) 2025 was 45.1 u/l. The questionable result was repeated because of an error in level 2 of the lyphochek assayed chemistry test, with a value of 126 u/l.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.